Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 08-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("experienced pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), amnesia ("memory loss") and allergy to metals ("nickel allergies increased"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection") and urinary tract infection ("urinary infection"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, arthralgia, amnesia, allergy to metals, vaginal haemorrhage, menorrhagia, cystitis and urinary tract infection outcome was unknown. The reporter considered allergy to metals, amnesia, arthralgia, cystitis, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information and lab data updated. Essure removal date (B)(6) 2015 was added. Events vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection were newly added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
It was initially received via regulatory authority (FDA, reference number: (B)(4)) on 08-oct-2015. The most recent information was received on 05-sep-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("experienced pelvic pain") and glaucoma ("glaucoma") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, chronic cystitis, urethritis and back pain. Concurrent conditions included asthma, diabetes, nickel sensitivity, arthralgia, right lower quadrant pain, adenomyosis, benign essential hypertension, hyperlipidemia, neuropathy and allergy. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), amnesia ("memory loss") and allergy to metals ("nickel allergies increased"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary infection"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches / head pain"). In 2012, the patient experienced loss of libido ("loss of sex drive"), mood swings ("mood swings"), depression ("depression") and feeling abnormal ("brain fog"). In (B)(6) 2013, the patient experienced tooth fracture ("teeth breaking"). In 2014, the patient experienced groin pain ("low right groin pain"), glaucoma (seriousness criterion medically significant) and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced cystitis ("bladder infection"), rash ("nickel rash on stomach and groin"), dysuria ("dysuria") and abdominal pain ("cramping"). The patient was treated with ibuprofen, antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, arthralgia, amnesia, vaginal haemorrhage, menorrhagia, cystitis, loss of libido, mood swings, depression, dysuria, migraine, tooth fracture, glaucoma, fatigue, alopecia and headache outcome was unknown and the allergy to metals, urinary tract infection, feeling abnormal, rash, dysmenorrhoea, groin pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, cystitis, depression, dysmenorrhoea, dysuria, fatigue, feeling abnormal, glaucoma, groin pain, headache, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth fracture, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-sep-2018: pfs received. Event nickel allergy, cramping outcome were updated. Concomitant disease were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1353) on (B)(6) 2015. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("experienced pelvic pain") and glaucoma ("glaucoma") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine. Concurrent conditions included asthma, diabetes and nickel sensitivity. On 6-nov-2009, the patient had essure inserted. In november 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), amnesia ("memory loss") and allergy to metals ("nickel allergies increased"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In january 2011, the patient experienced urinary tract infection ("urinary infection"). In 2011, the patient experienced migraine ("migraines headaches"). In 2012, the patient experienced loss of libido ("loss of sex drive"), mood swings ("mood swings"), depression ("depression") and feeling abnormal ("brain fog"). In january 2013, the patient experienced tooth fracture ("teeth breaking"). In 2014, the patient experienced groin pain ("low right groin pain"), glaucoma (seriousness criterion medically significant) and alopecia ("hair loss"). In april 2015, the patient experienced dysmenorrhoea ("dysmenorrhea "). On an unknown date, the patient experienced cystitis ("bladder infection"), rash ("nickel rash on stomach and groin"), dysuria ("dysuria") and abdominal pain ("cramping"). The patient was treated with ibuprofen, antibiotics and hysterectomy with bilateral salpingectomy on 11-nov-2015. At the time of the report, the pelvic pain, arthralgia, amnesia, allergy to metals, vaginal haemorrhage, menorrhagia, cystitis, loss of libido, mood swings, depression, dysuria, migraine, tooth fracture, dysmenorrhoea, glaucoma, fatigue and alopecia outcome was unknown and the urinary tract infection, feeling abnormal, rash, groin pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, cystitis, depression, dysmenorrhoea, dysuria, fatigue, feeling abnormal, glaucoma, groin pain, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, rash, tooth fracture, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 9-feb-2010: total bilateral occlusion further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received. Events added: loss of sex drive, mood swings, depression, brain fog, nickel rash on stomach and groin, dysuria, migraines / headaches, teeth breaking, dysmenorrhea (cramping), glaucoma, fatigue, hair loss, low right groin pain and cramping incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('experienced pelvic pain') and glaucoma ('glaucoma') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, chronic cystitis, urethritis and back pain. Concurrent conditions included asthma, diabetes, nickel sensitivity, arthralgia, right lower quadrant pain, adenomyosis, benign essential hypertension, hyperlipidemia, neuropathy and allergy. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), amnesia ("memory loss") and allergy to metals ("nickel allergies increased"). In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6)2011, the patient experienced urinary tract infection ("urinary infection"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches / head pain"). In 2012, the patient experienced loss of libido ("loss of sex drive"), mood swings ("mood swings"), depression ("depression") and feeling abnormal ("brain fog"). In (B)(6)2013, the patient experienced tooth fracture ("teeth breaking"). In 2014, the patient experienced groin pain ("low right groin pain"), glaucoma (seriousness criterion medically significant) and alopecia ("hair loss"). In (B)(6)2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced cystitis ("bladder infection"), rash ("nickel rash on stomach and groin"), dysuria ("dysuria"), abdominal pain ("cramping"), scar ("procedure longer than expected because they said I had a lot of scar tissue."), endometriosis ("endometriosis"), cyst ("cysts") and asthenia ("weakness"). The patient was treated with antibiotics, ibuprofen and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2015. At the time of the report, the pelvic pain, arthralgia, amnesia, vaginal haemorrhage, menorrhagia, cystitis, loss of libido, mood swings, depression, dysuria, migraine, tooth fracture, glaucoma, fatigue, alopecia, headache, scar, endometriosis, cyst and asthenia outcome was unknown and the allergy to metals, urinary tract infection, feeling abnormal, rash, dysmenorrhoea, groin pain and abdominal pain had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, arthralgia, asthenia, cyst, cystitis, depression, dysmenorrhoea, dysuria, endometriosis, fatigue, feeling abnormal, glaucoma, groin pain, headache, loss of libido, menorrhagia, migraine, mood swings, pelvic pain, rash, scar, tooth fracture, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received. New events: procedure longer than expected because they said I had a lot of scar tissue., endometriosis, cysts, weakness were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.